Event description:
It was reported that the user repeatedly received alert 42 indicating a motor current sense failure, experienced ¿unable to proceed¿ messages after restarts, and heard a grinding noise during the rewind step, consistent with a device failure to infuse involving the motor component. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insulation problems and a failure traced to the motor component consistent with a failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.